Event description:
Note: this report pertains to one of two devices implanted during the same procedure. Associated manufacturer report #3005099803-2012-04921 pertains to the other device. It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6), 3011. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown. Should additional relevant details become available, a supplemental report will be submitted.